Manufacturer narrative:
The customer sent the olympus scope to an independent laboratory for culture testing. All channels were sampled, and filamentous fungi was identified. The obtained results were in conformance with the requirements. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii duodenovideoscope tested positive for staphylococcus hominis and bacillus species. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide independent laboratory test results, the results of the device evaluation, the cleaning, disinfection, and sterilization (cds) of the scope, and the legal manufacturer¿s investigation. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) colony forming unit (cfu) of ochrobactrum anthropic was identified. Additionally, the distal end tested positive for one (1) cfu of gram-positive bacteria. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was returned to olympus for evaluation. The reported issue was not confirmed per the hygiene microbiological investigation. All channel replacement was required as a preventive maintenance. The cleaning, disinfection, and sterilization (cds) evaluation was performed by the customer. The last sampling date was august 19, 2021. There was no patient infection. The sampling was routine. The scope was precleaned with aniosyme x3 detergent. Endothermo disinfector (etd) 4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in the wassenburg dry300d after treatment. Maintenance was performed by olympus. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. The relationship between event and device was low. The instructions for use (IFU) provides the following guidelines: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and / or accessory may pose an infection control risk to the patients and / or operators who touch them. Corrected data h10: previously reported data (the customer sent the olympus scope to an independent laboratory for culture testing. All channels were sampled, and filamentous fungi was identified. The obtained results were in conformance with the requirements.) Was incorrect.